Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr), prolapsed posterior leaflet and flail posterior leaflet for a mitraclip procedure. During the procedure, mitraclip xtw was implanted on central side of anterior and posterior leaflet 2 (a2/p2) and mitraclip xt was implanted on lateral side of first clip. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that there was increase in the mr and there was possible single leaflet device attachment (slda). On transthoracic echocardiography, it was observed that there was increased mobility. On (B)(6) 2026, transesophageal echocardiogram (tee) was performed, it was determined that single leaflet device attachment (slda) had occurred to mitraclip xtw and clip was no longer attached to the posterior leaflet and mitraclip xt was embolized and migrated to the iliac artery and was detected by computed tomography. It was reported that patient had increased fatigue during light activities. On (B)(6) 2026, embolized clip was removed from the patient through femoral approach. On (B)(6) 2026, mitral valve replacement surgery was performed and was successful.